Event description:
Visitor was using wheelchair when going to a doctor's appointment. Upon opening of the chair, finger was caught. Fracture resulted.

Manufacturer narrative:
A visitor had tried opening the chair and her finger was caught. A fracture resulted. There was no surgical intervention. The facility had received information pertaining to the field corrective action but had not taken action on it. The facility did not release the sample for eval. They acknowledged that they did not follow through with the instructions provided with the field corrective action. The field rework was initiated in 2008. As a result, no further corrective action is indicated.